Event description:
It was reported that there was a shock lead impedance (sli) measurement detected at greater than 200 ohms. The sli trends had been stable in the 40-50s, until the out of range measurement, and other impedances were stable and in range. Technical services discussed possible options and the health care professional (hcp) was to determine the next steps. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.